Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 400 mg/dl to "high"; cause was not known. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.